Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed a no trigger message.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) displayed a no trigger message. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Fse checked and found no issue with the machine. Fse performed all the mandatory checks. Machine working ok.

Event description:
N/a.